Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.

Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient received a pump on (B)(6)2024, as a replacement to their previous pump that was under infusing. The estimated remaining volume was still between 200-400 ml. When the patient infuses the tpn, the bag and the pump are on the floor by the patient's bed. Patient has a dl power PICC. There was patient involvement and no patient harm/adverse event reported.